Manufacturer narrative:
Codman has requested return of the valve for evaluation. Historically, for complaints of this nature, examinations of the valves and or catheters have revealed the accumulations of biological debris within the device, which have resulted in blockages. Review of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.

Event description:
The device was implanted via v-p shunt at 30mmh2o. Later it was noted that the ventricles of the patient's brain became large. The patient had a headache. The pressure of the valve was changed from 70mmh2o to 30mmh2o. The valve was replaced by 82-3842 due to blockage of the valve.

Manufacturer narrative:
Upon completion of the investigation it was noted that the valve was visually inspected and a crack and bump mark were noted in the valve casing. The cam mechanism was also damaged. It appears the device may have sustained some form of impact causing the imprint in the valve casing. This however could not be determined. During the testing of the device it was found that the device failed the pressure test. A review of the device history records determined that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.